Event description:
It was reported there was inappropriate therapy and premature battery depletion. The device was explanted. No patient complications have been reported since the device was removed from service